Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in functional endoscopic sinus surgery (fess). It was reported that when attempted to use the straight suction it was inaccurate about 3 mm. It was stated the suction was inaccurate prior to navigation. Site used malleable suction to complete the procedure. There was a delay of less than 1 hour. No known impact on patient outcome.